Manufacturer narrative:
The associated complaint device was not returned. It was reported that the patient was implanted with a genesis ii baseplate and a journey ii femur by mistake. There is no information provided regarding whether this was a primary or revision surgery. There have been 3 unsuccessful attempts to obtain both patient clinical/medical information, and device information. Due to the lack of information, a clinical assessment cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient was implanted with a genesis ii baseplate and a journey ii femur by mistake. No revision planned as of date.